Event description:
It was reported that during a left bundle branch area pacing (lbbap) procedure, high capture thresholds and suboptimal sensing were noted on two initially positioned right ventricular (rv) leads, prompting lead repositioning. During repositioning, both active-fixation helices elongated and became damaged. Neither lead was used for final implantation, and a new rv lead was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported events were helix damage and unacceptable threshold. As received, a complete lead was returned in one piece. The reported event of helix damage was confirmed. Visual and x-ray examinations noted the helix was stretched/ damaged consistent with procedural damage and clogged with blood/ tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix damage was consistent with procedural damage.